Event description:
Medtronic received information that pacing wires were inserted during a four vessel coronary bypass surgery with aortic valve repair. It was noted that the staff had difficulty visualizing the pacer spikes. The biomedical department assessed the electrocardiogram (ECG) monitor and function of the generator. The spikes were noted to be visible if staff touched the generator but then disappeared when the staff would let go. The patient had a consistent heart rate, rhythm, stable vital signs, and qrs morphology so it was concluded that the pacemaker was capturing. The patient was monitored and the physician was notified. The pacing wires will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the lead was returned without any traceability identification. Due to the lack of identification, the analysis could not include a review of the device history record. No original sterile packaging material (sleeve, pin protection tubes) has been returned. The returned product consists only of a piece of lead, model 6495. The proximal connector pins have been separated from the thorax needle. The electrode tip and a piece of monofilament were missing. A knot has been made with the lead body 19 cm from the electrode ring. The installation of the electrode ring matched expected manufacturing requirements. Some visual damage/stress can be seen on that piece of inner conductor wire. The inner insulation appeared to be slightly stretched 1 mm from the broken edge, and then the insulation of the inner wire terminates at the edge of the broken area. The inner cable exhibited a straight fracture; all single wires are at the same length. The fracture corresponded with the proximal edge of the missing electrode tip. Conclusion: as only a portion of the lead was returned, a root cause of the fracture could not be identified. Possible factors for a lead fracture could be, but are not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique, in combination with potential extra stress placed on the product. (B)(4).

Manufacturer narrative:
Additional information received from investigation: the distal side of the returned product had received some abnormal stress which may have resulted in facilitating the fracture between the electrodes.